Event description:
A malfunction was reported with a malfunction code displayed as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump. The customer was advised to call back if any malfunction code recurs, which they acknowledged and understood.